Event description:
Boston scientific received information that one day post implant, this implantable defibrillation lead exhibited increased pacing threshold measurements along with decreased pacing impedance and sensing measurements. It was determined the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this lead was successfully revised. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
A revision procedure was planned. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.